Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The customer reported that a couple of patients are having burns since they didn't provide not even one incident form, we'll treat this adverse event in one single complaint. The customer is billable and since they did not initiated testing of this device and didn't paid for that, this device was not tested. Nevertheless, there is no allegation and no indication of malfunction. Clinical evaluation wasn't performed, because the customer did not send neither incident form nor photos to lumenis. Therefore, it's impossible to confirm or exclude user error as well as determine severity of the injury. Moreover, since no technical information was provided by the customer, it's impossible to evaluate technical status of the device. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patients who sustained injury following treatment by ls duet device.